Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through photographic inspection and manufacturing review and the reported event was confirmed. Photographs provided confirm that the tibial base plate was etched and labeled as 79mm. The device history records were reviewed and it was identified that receiving inspection incorrectly identified the device and it was labeled incorrectly. The product likely left zimmer biomet control non-conforming. The root cause of the reported issue is manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that the wrong size tibial component was implanted, and the device was labeled incorrectly. There was a sugical delay of 30 minutes due to labeling/etching discrepancy. Another polyethylene bearing had to be used to complete the procedure to fit the incorrectly labeled tibial tray. Attempts have been made and additional information on the reported event is unavailable.